Event description:
Patient reported, allergies, hair loss, visual disturbances, pain in armpits, and enlarged lymph nodes. Device remains implanted. Record relates to the right side.

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
"Breast implant illness symptoms", "pain and burning" and ¿capsule with possibly tightening¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe since it is a medical event and is not related to the device. Lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Allergic reaction: unable to observe since it is a medical event and is not related to the device. Varied injuries: unable to observe since it is a medical event and is not related to the device. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. Other medical event: unable to observe since it is a medical event and is not related to the device. No additional observations. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported allergies, hair loss, visual disturbances, pain in armpits, and enlarged lymph nodes. "Breast implant illness symptoms", "pain and burning" and ¿capsule with possibly tightening¿. Device has been explanted.